Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the device for investigation but has not received it. A supplemental medwatch will be submitted as soon as further information becomes available.

Event description:
Description from the customer report: "circumstances of the incident : cardiothoracic intervention with utilization of an ecc. A slow blood leakage occurred at the level of the connection between the arterial line and the blood outlet of the oxygenator. There was no consequence for the patient. Product was not replaced. Treatment was not delayed. Blood loss was 10 ml." (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) requested the device for investigation and has received it on 09/07/2015. Oxygenator was disinfected and cleaned. During a visual inspection, blood was noticed between blood outlet connector of the oxygenator and the tube connection. By performing a tightness test with water on the tube connection of blood outlet connector, a water leakage between tube and connector was detected. Tube connection was leaking. During a visual inspection of the blood outlet connector no deficiencies could be found. Tube was removed from blood outlet for further investigation of the connector. Thereby it was noticed that the tube was loose. Cable fixer was not fixed enough. Therefore the reported failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. This complaint is closed.

Event description:
Description from the customer report: "circumstances of the incident: cardiothoracic intervention with utilization of an ecc. A slow blood leakage occurred at the level of the connection between the arterial line and the blood outlet of the oxygenator. There was no consequence for the patient. Product was not replaced. Treatment was not delayed. Blood loss was 10 ml." (B)(4)